Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2018, after their holter monitor exhibited pause episodes of up to 2.5 seconds and experiencing dizziness. Upon review, the implantable cardioverter defibrillator exhibited myopotential oversensing resulting in instances of pacing inhibition. The oversensing was reproducible in clinic with deep breathing. The device was reprogrammed. The patient was stable following the programming changes.